Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the difficulties appear to be related to circumstances of the procedure.

Event description:
It was reported the procedure was to treat a deeply, eccentric, de novo lesion with no tortuosity, moderate calcification and 90% stenosis in the proximal left main coronary artery. A 3.0 non-abbott non-compliant balloon was inflated to nominal pressure to pre-dilate the lesion. The 3.0 x 12 mm xience alpine stent was deployed at the target lesion; however, failed to be fully expanded. Multiple attempts to post-dilate, including the use of an non-abbott non-compliant (nc) high pressure balloon were unsuccessful. Intravascular ultrasount (ivus) showed poor stent apposition at the point of the calcified plaque due to vessel recoil. Finally, deployment of another stainless steel based stent gave much better results with almost full expansion. There was no adverse patient sequela. There was no clinically significant delay in the procedure. No additional information was provided.